Manufacturer narrative:
H11: internal complaint reference: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, the electrode of one (1) werewolf flow 50 coblation wand did not function properly. The button remained stuck on the ¿on¿ position even though the surgeon was not longer pressing it. The procedure was resumed, using an equivalent s+n backup; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The wand was returned with the handle fully broken open and no back side of the handle was returned, leaving the internals exposed. The cable and saline line have been cut from the device. The cable connector was not returned with the device. A functional evaluation could not be performed on the returned device due to the condition it was returned in and the cable being cut. The button board was inspected on the inside of the wand handle and found saline ingress on the ablate button. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include saline ingress, damage to the wand´s handle, or a short. Based on this investigation, the need for corrective action is not indicated.